Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and delayed the surgery by 5 minutes. It was reported that the articulating arm would not fully lock. The site used another articulating arm available to proceed with the case. The surgery was completed was navigation and there was no impact on patient outcome.